Manufacturer narrative:
(B)(4). The lot 14j039 was manufactured on september 22, 2014 ¿ september 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted white particles ranging between 0.86 to 1.41 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported condition was verified. The assignable cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that particular matter was observed in the reservoir of an intermate elastomeric device. This observation was made prior to patient use. No additional information is available. This is report four of six.